Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl and "passed out". Suspected cause was due to having a carb ratio setting that was too high. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.